Event description:
The caller alleged discrepant results when compared with the lab results reported as follows. Also the customer repeated the test with the inratio meter. The results are as follows: 2.9, 3.1.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: as per internal procedure rev.2, the inratio and lab values are within confident limit. The pt also repeated the test. The results are as follows: as per internal procedure rev. 2, if %cv is 20 or less, criterion is met. The product will not be investigated.